Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2014 with the following findings:. The keypad cover was intact. The down arrow, up arrow, and okay buttons responded intermittently. When the keypad cover was removed, contamination was found under all contacts. Unrelated to the original complaint, the display was found to be dim, fading, and reddish.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok, up and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.